Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-72577. Related manufacturer reference number: 2017865-2023-72578. Related manufacturer reference number: 2017865-2023-72580. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.